Event description:
The customer reported that the tube arced and blew out the snubber board. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray tube and the snubber printed circuit board. The system was tested and found to be working as intended and put back in service.